Event description:
"Head of drill came apart intra-operatively over patient's open spine" was reported on customer repair paperwork. On follow up, it was reported that the drill came apart in the surgeon's hand while drilling. The motor collet detached and one locking pin fell into the surgical site. There was no patient impact and no actions were taken beyond removal of the locking pin.